Manufacturer narrative:
This report is being submitted for additional information regarding reporter occupation. Please see updates to: e2, e3. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between the ultrasonic transducer and the ultrasonic probe could not be determined, however, it is likely the device was damaged by the user/user handling or the wear and tear of normal use. The event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the up and down movement of the gastrovideoscope forceps was problematic though the values were within normal range. The device was returned and an evaluation at the repair center revealed gap of adhesive on the distal end, between the acoustic lens and ultrasound probe. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Forceps have up and down movement but problematic. There were few additional findings. Due to wear of forceps elevator lever, up/down knob cannot be locked securely. The air/water-cylinder and suction cylinder had discoloration. Position of charge coupled device (ccd) cable limited the length for repair. The length of the ccd cable was short. Adhesive on bending section cover was detached. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.